Manufacturer narrative:
(B)(4)

Event description:
Procedure: cholecystectomy. According to the reporter: the stapling could not be properly done. Additional manual suturing was done. Operative time was extended by more than 30 minutes. No pt info available.